Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: open lumbar fusion pre-operative diagnosis: degenerative disc disease it was reported that intra-op, threaded tip of the cross link locking mechanism broke off when tightening to the rod on the patients left side. The product came in contact with the patient. No patient symptoms or complications were resulted due to this event.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the crosslink was removed in the initial surgery and there were no adverse effects on the procedure or the patient other than a minor slow down as the crosslink had to be removed and replaced.